Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump buttons stopped responding and had high blood glucose. Patient's high blood glucose at the time of the incident was 540 mg/dl. The patient's current blood glucose was 540 mg/dl. The customer reports that there were no symptoms related to their high blood glucose. The customer stated she treated with the syringe for the high blood glucose. The customer stated she has not used the pump yet. Troubleshooting was not completed as the pump buttons were not responding. The customer was suggested to go to her local emergency room for treatment of the high blood glucose as the customer was unsure of how much insulin to give to reduce the blood glucose. The insulin pump will not be returned for analysis.